Event description:
New information was received. At the beginning of the laser treatment on the patient's right eye, laser was shut down and restarted. Treatment was completed taking into consideration a portion was completed already. The patient's visual acuity post-operatively is good in both eyes.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. During a onsite visit after the day of the event, a field service engineer (fse) performed preventive maintenance which resulted in no abnormalities or errors that could not be reproduced. The system met specifications. Logfile review showed the treatment was interrupted by the user releasing the laser pedal and while the user tried to proceed with the treatment, the system interrupted the treatment with an energy low warning. The user got the choice to proceed or to abort the treatment and decided to abort the treatment and the treatment was completed afterwards with no further interruptions. Root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported surgery was interrupted 25% of the way through. An energy measurement appeared. Treatment was off and on. Eyetracker was flickering. Treatment was continued and finished. Additional information has been requested.